Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Two digital images were provided showing the stent placed in a femoral vessel. On the basis of the images, a twisting of the implanted stent could be confirmed. An additional angiogram shows the condition after a second intervention which is allegedly not related to the stent twisting. The stent structure could not be distinctively identified on these images. Therefore, this image does not contribute to the investigation of this event. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, it was reported by the customer that there were no issues during the stent placement procedure. Reportedly, the lesion had been pre-dilated. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques" and "post stent expansion with a pta catheter is recommended."

Event description:
It was reported that the vascular stent which had been successfully implanted in the right sfa on (B)(6) 2015 was found to be twisted on (B)(6) 2016 during a CT scan. Reportedly, the patient did not complain about any symptoms and no impairment of the blood flow could be identified. A pta was performed to dilate the vessel proximal to the twisted stent as there was a new stenosis of 50%. During the pta, a lot of resistance was felt when the guide wire was being advanced through the twisted part of the stent. Therefore, it was decided not to dilate the twisted region.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that the vascular stent which had been successfully implanted in the sfa on (B)(6) 2015 was found to be twisted on (B)(6) 2016 during a CT scan. Reportedly, the patient did not complain about any symptoms but the twisting was clearly visible on CT. No intervention was performed. The patient will return to hospital within 6 weeks for further examination.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Two digital images were provided showing the stent placed in a femoral vessel. On the basis of the images, a twisting of the implanted stent could be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, it was reported by the customer that there were no issues during deployment of the stent. The lesion had been pre-dilated. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques" and "post stent expansion with a pta catheter is recommended."

Event description:
It was reported that the vascular stent which had been successfully implanted in the sfa on (B)(6) 2015 was found to be twisted on (B)(6) 2016 during a CT scan. Reportedly, the patient did not complain about any symptoms but the twisting was clearly visible on CT. No intervention was performed. The patient will return to hospital within 6 weeks for further examination.